Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The balloon was loosely folded and bloody. Analysis of the tip, balloon, inner/outer shaft, hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, tip damage (flared), inner shaft damage (buckled) located 17mm from the tip, and a perforation in the outer shaft located 29mm from the tip. Inspection of the rest of the device found no other damage or defect. The reported rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported. Inspection of the returned device revealed numerous kinks in the hypotube, tip damage, inner shaft damage located 17mm from the tip, and a perforation in the outer shaft located 29mm from the tip. No other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.